Event description:
It was reported that during a breast biopsy, the biopsy probe was unable to be initialized. The device made a loud noise during operation and the case was completed with no pt consequence.